Manufacturer narrative:
Additional information provided in b.1. B.2. B.5. H.2. And h.11. Additional information received that the event timing was corrected from (during surgery to during calibration) for the event water flow obstruction. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information received that the event timing was corrected from (during surgery to during calibration) for the event water flow obstruction.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that water flow obstruction during cataract surgery with intraocular lens implant. After multiple tests, it took fifteen minutes to pass, delaying the surgery time. The surgery was completed on the same day. There was no patient impact.